Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h4 and d9. Correction to h4, information was inadvertently not included on the initial medwatch. Correction to d9, the date is january 12, 2023 not february 12, 2023. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to physical stress that was applied to the insertion section while the user was handling the device which led to a damaged charge coupled device unit. The event can be detected/prevented by following the inspection method for the event is described as follows in the instructions for use: "inspection of the endoscopic image". "Do not strike, hit, or drop the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A defective plug unit was discovered and caused the reported failure mode. Additionally, there were notable other forms of wear and tear on the subject device. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii bronchchovideoscope began displaying a b30 scope communication error. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.